Event description:
Event description guidant received information that two days following a colon operation, the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shocks, which knoced the patient to the floor. The patient then became ill; therfore, the surgery site was re-opened. It was then determined that the sutures from the colon procedure had opened and fluids leaked into the abdominal cavity. It is suspected that the fall ruptured the sutures. A serious infection requiring colon removal and an ileostomy was performed.